Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a remote monitoring disabled (rmd) alert, the health care professional (hcp) observed that radio frequency (rf) telemetry had been disabled during device interrogation. Technical services (ts) requested device data for analysis. Engineering analysis confirmed that the device had disabled rf telemetry due to a low loaded battery voltage measurement and recommended prompt device replacement. The device was scheduled for replacement. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has not been returned for analysis.